Manufacturer narrative:
.Device not returned

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose ranged from 54-90 mg/dl.